Manufacturer narrative:
Investigation: customer return sample / photo and/or retain evaluation summary: no samples were returned in support of this complaint, however 2 photographs were provided showing the reported defect. The retained samples from this lot number were evaluated and no further examples of open seals were identified. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned photographs. Since these syringes were manufactured sensors have been installed on the packing line to allow detection of this type of defect. Root cause description: the root cause of this defect has been identified as movement of the packing foil during the process. This allows one side to move out of the heated sealing bars leaving the pack open based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that bd preset¿ had open seals. No serious injury. No medical intervention.